Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (exposed wires) has been confirmed. The evaluation of the evaluation confirmed that the ECG c&d cable was pulled from the strain relief. The cables wires were still intact. The distributor evaluation included downloaded data review as well as incoming functional testing of the device's ECG acquisition and pulse delivery circuitry, as recommended by zoll manufacturing. The electrode belt passed essential performance testing.

Event description:
A us distributor reported that the patient's electrode belt had an exposed wire that was "shocking her and scratching her". The patient was issued a replacement electrode belt.